Event description:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, (B)(6) at (B)(6) hospital reported v tach did not alarm on the bsm-6000 series. The cns-6201a (pu-621ra sn: (B)(6) was monitoring the bsm. Service requested: the system indicated a vpc run, and customer wanted more information on what that meant. Service performed: nk clinical support spoke to customer about the incident: since too much time has passed there is no way to collect more information. I explained that the monitor has set parameters for arrhythmia alarms to occur and if they don't meet the parameters they won't alarm. For instance if the monitor is set to 100/6 beats for vtach but the patient has a 6 beat run but the heart rate stays below 100 it won't alarm but may alarm for other arrhythmia's such as vpc run depending on settings. Explained the difference between single lead and multilead analysis and how the monitor will alarm based on the settings. The rhythm in questioned had quite a bit of artifact with some of the ventricular beats and the monitor may have analyzed them as a question mark meaning it didn't know what the beat was. We can't confirm this since the data is gone now. I emailed the ec1 document which provides explanation of our arrhythmia analysis and some of the rules for our algorithms. I also explained the escalation process (qa reviews, japan reviews, report is written up and sent to the customer) and that time frame can be weeks for a response depending on how quickly data requested is collected and given to nk. At this point no escalation is necessary as my explanation was satisfactory. I also reminded him that no monitoring is 100% accurate and that it is discussed in the article I emailed. No further assistance is needed. Investigation result: the root cause is determined to be user error/education needed. Customer was advised on device functionality, including parameters settings for the arrhythmia alarms, along with how alarms are affected by multilead analysis settings. Customer was also advised that no monitoring is 100% accurate, as discussed in documentation provided to the customer. Customer was satisfied with clinical explanation and did not wish to escalate the issue for deeper investigation. As of on (B)(6) 2019, customer has not reported additional issues with a unit's ECG not alarming. Although the device did not alarm for the suspected event, the device was continuously monitoring heart rhythm and displaying results for the clinician/staff to observe. The device was in use with a patient and there was no reported harm. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
It was reported that the cns failed to alarm for vtach when alarm limit is breached. No consequence or impact to the patient was reported. Log files from the event has been received. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient.